Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment of powering on and off by itself though it was noted that the device was unable to power up with the low-voltage battery it was returned with. However the generator was tested for several hours with a new battery and it did not switch off. The generator was noted to have been received in bad cosmetic/mechanical condition with its lower case damaged, the ring and bail attachments missing, the display damaged (missing 2 lines), the keypad damaged (lens) and the battery contacts contaminated. No repairs were done on the generator. It was sent back to the customer unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product had been returned to service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator turns on and off by itself after a few seconds and that it has a broken case. The generator has not been received into service. No patient complications have been reported as a result of this event.